Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref: 2184149-2020-00221. During an atrial fibrillation ablation procedure, there was an amplifier error that stated "packet rate out of bounds" and the procedure was cancelled. The error was cleared and the rate detection algorithm was turned off, but the issue remained. The amplifier was exchanged, but the same issue happened with the second amplifier. There were no adverse consequences to the patient.

Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for several hours and no interruption or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint amplifier error could not be confirmed. No error message were displayed.